Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the peg on the underside of a size 6 attune cr poly trial that has spring on it was broken .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed device breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.